Event description:
As reported via the (B)(4) clinical trial, five days post transapical transaortic valve replacement (tavr) procedure, the patient complained of chest pain, had elevated cardiac markers and was taken to the cath lab. The patient was given medication and a pci was performed. At this time the relationship of the event to the edwards device had not been assessed, however, it was reported that the event was not due to a device malfunction.

Manufacturer narrative:
Additional investigation revealed that the sapien valve was deployed in the correct location within the native aortic valve, in the correct sub-coronary position, and remained implanted in the correct position. Post procedure timi 3 flow was noted in left and right coronary ostia. There was trace paravalvular leak and zero central leak. It is unknown at this time if the event is related to the edwards device. The patient has a remote history of cad, pci and CABG, and at the time of admission for tavr, was on multiple cardiac medications. Investigation is ongoing.

Manufacturer narrative:
It was initially reported through the clinical trial that five days post transapical transaortic valve replacement (tavr) procedure, the patient complained of chest pain, had elevated cardiac markers and was taken to the cath lab. The patient was given medication and a pci was performed. Additional investigation revealed the event is unrelated to the edwards valve; therefore this event is not MDR reportable.